Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include: the field service engineer checked and adjusted water levels. The gear pump pressure was checked. Reagent lines were flushed. All reagent probes were found to be in poor alignment for washing, so these were adjusted. Calibration and controls were run and the results were okay. For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include: the field service engineer checked the mixer and all was ok. The probe positions were checked and all were ok. The water and gear pump pressures were checked and ok. Rinse function and external probe washing were checked and all were within specifications. The customer ran controls and these were ok.

Manufacturer narrative:
For one event, the investigation determined the following: the field service engineer found the vacuum tubing of a rinse station nozzle was stuck between two covers. Follow up actions for this event include: the tubing was freed and after this analyzer returned to working normally. For one event, the investigation determined the following: the field service engineer found a deteriorated clamp and rinse tube assembly. Follow up actions for this event include: the clamp and tubing were replaced. Precision studies were performed and recovered within established parameters. Mechanical and diagnostic checks were performed and all checks passed. The customer ran calibration and controls; results recovered within range. For one event, the investigation determined the following: a pinhole leak in the blank cell line was intermittently dripping. Follow up actions for this event include: the field service engineer replaced the line for the cell blank water and cuvette rinse. He adjusted the rinse and detergent levels. He performed two maintenance tasks, a wash reaction parts and a cell blank measurement. He performed calibration, quality control, and precision testing with acceptable results. For three events, the investigation determined the following: the investigation determined the issue was resolved by the service actions. Follow up actions for one of these events include: the field service representative found a worn cell rinse vacuum tubing a replaced it. Follow up actions for one of these events include: the field service engineer determined there was an issue with the cell rinse tubing. The cell rinse tubing was replaced. Sample probe tubing was cleaned. Cell wash valves were re-built. The customer ran calibration and controls. Patient correlation and precision studies were performed. Follow up actions for one of these events include: the field service engineer found an issue with the rinse station. After cleaning and adjustments were made the problem was solved. For two events, the investigation determined the following: the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions for one of these events include: the customer declined to provide any further information for investigation. Follow up actions for one of these events include: the field service representative replaced the rinse units and performed a hardware check. For two events, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes 10 malfunction events. Questionable low results were generated by cobas 8000 c 702 module analyzers. The events involved twenty six patient samples with questionable results for the following assays: twenty for ca2 calcium gen.2, one for crej2 creatinine jaffé gen.2, three for crep2 creatinine plus ver.2, and two for ureal urea/bun. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.